Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that while creating a flap, a white spot (approximately two x two millimeters) was noted on the inner side of the cone lens. Corresponding areas of the cornea were not scanned by the laser. The spot was surrounded by a circle of black thin lines. The doctor cancelled the surgery and did not lift the flap. The surgeon plans to operate again on this eye at a later date.

Manufacturer narrative:
The device history records (DHR) for the product lot was reviewed. No abnormalities that could have contributed to this event were found. The device history records (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: 2020-14611.